Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles inside the reservoir more than once. The customer¿s blood glucose was 8.4 mmol/l. Customer used the 3 ml reservoir, 1.8 ml reservoir, 10 ml reservoir still after two days the air bubbles were occurred. The device will not be returned for analysis.